Manufacturer narrative:
Additional information: the device was returned to the manufacturer for evaluation. Visual review and optical observation noted the superior dynamic jaw is bent to one side. No additional tip crack, fracture, or breakage was identified. The location, direction and amount of force required in order to bend the jaw, is consistent with bend stress overload. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an open lumbar discectomy. It was reported that the pituitary is on the verge of failing/breaking. No patient complications were reported.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.